Event description:
Caller reported that the indicated battery charge of the pump dropped significantly in a short period, causing an unexpected shutdown. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and instructed the caller to revert to manual daily insulin therapy to ensure continuous insulin delivery. Cts confirmed the shipping address and arranged a replacement pump, advising the customer to return the malfunctioning pump within 10 days using a pre-paid label.